Event description:
It was reported that this inflatable penile prosthesis (ipp) had not worked for years. Upon removal, it was noted that the cylinder had popped and there was fluid loss. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had not worked for years. Upon removal, it was noted that the cylinder had popped and there was fluid loss. The device was removed and replaced. There were no patient complications.